Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in used condition, a scratched lcd lens, worn uso seal, loose latch lock and damaged battery compartment. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device failed the graven metrics test. The event occurred during testing, there was no patient involvement.